Manufacturer narrative:
(B)(4). Concomitant medical product: ps tibial articular surface, catalog #: 42527400510, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. When the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07009 if any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported persona tasp top and bottom fractured during use.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.